Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.

Event description:
It was reported that the subject came in for a band adjustment and the port was not able to be accessed due to it being flipped. A band adjustment was not performed.